Event description:
(B)(4). Abdominal and pelvic pain, weight gain, worse and more frequent migraines, extreme mood swings, loss of sex drive, anxiety, heavy and painful periods (awful pms), low back pain.